Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer sent the scd controller back to stock. The controller was received at covidien service center. Upon triage, a service tech found that the power cord is damaged. The internal copper wires are exposed.